Event description:
Patient was scheduled to undergo a battery replacement due to battery depletion. High impedance was observed but the patient only received a generator replacement and will undergo a lead revision at a later date. The patient has not experienced any side effects. The explanted generator has not been received by product analysis to date. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The explanted generator was received and underwent product analysis. An interrogation, system diagnostic tests, a vbat calculation, a comprehensive automated electrical evaluation and a battery life calculation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Patient underwent full revision surgery. The explanted lead has not been received by product analysis to date.

Event description:
Additional information received noting that the explanted lead was discarded.